Event description:
Per the audiologist's report, this patient has experienced pain, strange auditory preceptions, and discomfort for seven years. A recent x-ray has shown that about half of the electrode array have migrated out of the cochlear. Integrity test results were consistent with normal device function. The surgeon explanted the device in 2006 and reimplanted a new device on the same day.

Manufacturer narrative:
This is a final report. The type of event is addressed in the device labeling code #1738